Event description:
It was reported that there was an issue with injecting the micl13.2 implantable collamer lens . The icl would not advance through the injector. Additional information was requested but not yet received. If any additional information is received a supplement medwatch form will be submitted.

Manufacturer narrative:
(B)(4). No consequences or impact to patient, lens stuck in delivery system. Visual inspection of the returned lens showed the lens was returned in liquid and a piece of a haptic plate was torn off. (B)(4).